Manufacturer narrative:
The complaint of charge time out was confirmed via the device image. The device was tested on the bench and was normal. The high voltage capacitors were analyzed and it was determined that the reported event was due to elevated current leakage due to excessive halide levels.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited a high voltage charge time out during a capacitor maintenance check. The asymptomatic patient was then seen in clinic, where the charge time was still long. The device was removed and replaced on (B)(6) 2018. The right ventricular lead had exhibited high capture thresholds, so it was capped and replaced on (B)(6) 2018 during this procedure. The patient was stable post-procedure.